Event description:
While priming a backup cpb [cardiopulmonary bypass] circuit the arterial pump shut off two separate occasions without being triggered by an alarm. The arterial pump has a message display saying "service pump". If this occurred while being used on a patient it could have life threatening implications. The arterial pump head was removed from the heart lung machine and biomedical engineering was contacted. The vendor, terumo, was also contacted.